Manufacturer narrative:
H6: patient code c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a rep indicated that the patient was complaining of a 4-5 week history of worsening symptoms which was associated with the reappearance of the oor on the patient's programmer. The patient had impedance values of 39.8k ohms on their right side on electrode 11. Their settings were changed to constant current, 1.0ma and 60 us which resulting in right side impedance values exceeding 40k ohms on electrode 11. At 1.2ma the right side went into oor. A short circuit was not detected. No cause for the issue was provided.

Manufacturer narrative:
H3: the returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis did not identify any ins anomalies. The returned adaptor was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0, 1, 2 and #4, 5, 6 conductors were broken in the body of the adaptor within 10 cm of the connector area. H6: method code 10 applies to the ins and adaptor. Result code 213 applies to the ins and 3252 applies to the adaptor. Conclusion code 67 applies to the ins and 4315 applies to the adaptor. Method code 4114 and result code 3221 still apply to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was clarified the rep checked in with the patient on (B)(6) 2019 and was told they were still getting the oor. It was reported the patient had been referred to the neurosurgeon for assessment for revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# b0851383k, implanted: (B)(6) 2009, product type: lead, product ID: (B)(4), lot# b0851384k, implanted: (B)(6) 2009, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389-28 lot# b0851383k implanted: (B)(6) 2009, product type: lead; product ID 3389-28, lot# b0851384k, implanted: (B)(6) 2009, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep and confirmed with the physician indicated the patient was reprogrammed at their next visit, however their impedance values remained high. The cause of the high impedance was not known. The rep met again with the patient 2 weeks later and they were still getting an oor message, which was cleared when they turned the ins off then on again. At this visit, the patient's impedance values were within range on all contacts, however their right side therapy impedance was within normal range. The rep met again with the patient the following week and all electrode and therapy impedance values were within normal limits at 3 checks. The oor showed up on the initial connection to the ins but was removed after turning the ins off then back on. It was noted the patient was programmed to bipolar settings and was doing well, not suffering from any stimulation related issues. It was further noted there was an intermittent short, however the rep was unable to reproduce this during testing. Bipolar electrode impedance values (ohms) from 23 january 2019: left: 0-1: 11.8k 0-2: 11.4k 0-3: 30.2k 1-2: 992 1-3: 14.2k 2-3: 14.7k right: 4-5: 1,241 4-6: 25.8k 4-7: 7,105 5-6: 14.5k 5-7: 1,318 6-7: 14.7k therapy impedance: left: 761 right: high bipolar electrode impedance values (ohms) from 6 june 2019 measured at 0.7v: left: 0-1: 1,068 0-2: 1,318 0-3: 1,657 1-2: 1,123 1-3: 1,591 2-3: 1,256 right: 8-9: 863 8-10: 1,065 8-11: 1,984 9-10: 841 9-11: 1,877 10-11: 1,627 therapy impedance: left: 1,227 right 930.

Event description:
Additional information received from a rep indicated a revision surgery occurred to explant the ins and adaptor. This resolved the impedance issue.

Manufacturer narrative:
Other applicable components are: product ID 64002 serial/lot# unknown implanted: (B)(6) 2013 explanted: (B)(6) 2019. Product type: adaptor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported the patient was getting an oor (out of regulation) message on his controller while in cv (constant voltage) mode. The cause of the oor was unknown. The session report showed high impedances on the left and right leads. It was noted the battery voltage was ok and the settings were not very high. No symptoms or complications were reported or anticipated.